Event description:
Device 3 of 3 . Reference MFR report: 1627487-2017-02705 & 1627487-2017-02706. Additional information received identified a company representative spoke with the patient, the patient stated the system was working and the patient was simply turning the system off during charging and forgetting to turn the stimulation therapy back on. The representative confirmed with the patient the scs system was functioning properly.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2017-02705 & 1627487-2017-02706. It was reported the patient complained she has not been receiving any pain relief from the scs system and would like the system removed. Surgical intervention may be taken at a later date.